Event description:
While using the harmonic 1100shears, har1136, the device stopped working and the harmonic console displayed a message: device failure. We unplugged the harmonic shear and opened a new device. Harmonic console biomed # (B)(4).